Event description:
An extended charge time was reported in 2000. Multiple manual cap reforms were performed seven days later with a slight improvement in the charge time. The physician has elected to explant the device.